Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, the patient was awakened (possibly with a "pain" or "numbness" in the cheek). Once awake, both the patient and spouse noticed some slurring of the patient's speech. The patient also noted numbness and parenthesis of the right hand. The patient went back to sleep and woke up in the morning feeling improved but not fully back to normal. The patient went to the emergency room (ER), where a head computerized tomography (CT) scan was performed. There were no acute changes, but there was evidence of an old occipital infarct. Upon arrival to the ER, prothrombin time (pt) was 32.5, international normalized ratio (inr) was 2.8 and partial thromboplastin time (ptt) was 42.8. The neurologist saw the patient and noted mild dysarthria, left visual field cut (possibly from old stroke), and decreased hearing (subject's normal baseline). A computerized tomography angiogram (cta) was unremarkable and no proximal flow limiting stenosis was seen. The patient's spell resolved and no further workup was indicated. The neurologist indicated that a small stroke could not be ruled out but since the patient is already on the appropriate medical therapy, no further treatment was warranted. The patient continued to improve and was discharged on (B)(6) 2016 with only minimal dysarthria and no other residual deficits. The event was deemed resolved. The principal investigator indicated the event was possibly related to the ventricular assist device (vad) system and patient condition. The vad remains in use. No further patient complications have been reported as a result of this event.